Event description:
The customer reported to this investigator that one of his units failed to power up on ac power.

Manufacturer narrative:
The customer reported that one of his units failed to power up on ac power. On 08/11/2009, the philips investigator spoke with the customer who confirmed the failure. The customer replaced the power supply to resolve this issue. We consider this failure a malfunction of the power supply. There is no indication of a systemic problem or emerging issue involving the symptom associated with this complaint as supported by periodic quality monitoring. The site-specific reliability concerns expressed by the customer will be followed-up on by the philips product support organization independent of the investigation conclusions for this specific failure. Findings from that discussion may be factored into subsequent quality monitoring.